Event description:
Additional information received reports that the patient had ineffective therapy due to high impedances on their extension.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's left extension had abnormal impedances. Surgical intervention was undertaken, and the left extension was explanted and replaced.